Event description:
The customer reported a ventilator is experiencing an intermittent issue with the backup battery cable. The device was being set up when the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The rse advised the customer that they may need to replace the backup battery cable. Moreover, further information regarding the repair has been requested from the customer. Customer is taking responsibility to correct/repair device. No response has been received at this time. Based on the information provided and service performed, the customer's alleged malfunction was confirmed. Further information is pending.

Manufacturer narrative:
The philips remote service engineer (rse) advised the customer that they may need to replace the backup battery cable and provided the customer the part identification number and price. Moreover, multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted.